Event description:
It was claimed by a customer staff that the left side rail did not lock. A patient was already entrapped in a gap and a lift had to be used to dislodge the patient. No injury was reported.

Manufacturer narrative:
The customer facility was visited to collect the bed. When the arjo representative, the bed was still in use. The side rail malfunction was confirmed (the issue was resolved by replacement of the bearing plates mounted in the safety side¿s mechanism). The arjo representative observed that the width extension frames were not used on the bed to expand it (without use of the width extensions, the bed overall width is 40,6 in). The mattress placed on the bed (arjo maxxair ets) had a width 36 in. Based on the information collected, the mattress was 4,6 in narrower that the bed width. It seems most likely that the patient could be stuck in the gap between the mattress and the side rail that was in the lowered position. As per design, even the side rail was not raised, it is positioned above the bed platform so the gap could be created (when used with too narrow mattress). According to the citadel plus instructions for use (IFU, (B)(4) ): ¿always use a mattress of the correct size and typ. Incompatible mattresses can create hazards.¿ arjo device was used by the patient when the event occurred and from that perspective it played a role in the event. The side rail was malfunction and from that perspective, the citadel plus bed did not meet the performance specification. This complaint is deemed reportable due to the allegation of entrapment of the patient.